Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, an issue with image orientation was reported. User noted a click from the endoscope and then the image flipped. Instrument control was also flipped so when moving up and left, instrument tip would go down and right. The customer received phone assistance from the technical support engineer (tse). Tse checked the logs, no related errors found. Hospital staff then noticed the latch on the endoscope base was open, they indicated that most likely this was the click they heard. This likely caused the endoscope to turn without being controlled by the surgeon. Caller informed tse that they removed endoscope, closed latch, oriented endoscope correctly and reinstalled endoscope. Endoscope then immediately turned 180 degrees, image and instrument movement still flipped. Tse guided caller to remove endoscope again and cancel guided endoscope change by pressing clutch button and reinstall endoscope. After reinstalling endoscope, image orientation and instrument movement was back to normal. Intuitive surgical, inc. (Isi) followed up and additional information was obtained. At the time of the issue, endoscope was installed in the down orientation. An indication of the image orientation was provided to the user via user interface. No damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The procedure was continued using the same endoscope with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.